Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted for part: 323.042, lot: 8410873: manufacturing site: (B)(4), release to warehouse date: 05/24/2013: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Raw material (B)(4) was hardened according to the specifications. Measured hardness is documented in DHR file. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) with variable angle locking compression plate (va-lcp) to treat femoral diaphysis fractures on (B)(6) 2018. During the procedure the tip of lcp drill sleeve broke during screw insertion. The surgeon finished the screw insertion with the chipped drill sleeve. When the nurse wiped off the drill sleeve after use, the tip was broken off. The surgery was completed successfully without a delay. No fragment remained in the patient¿s body, and there was no adverse consequence to the patient. Patient outcome reported as stable. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This report is or one (1) 4.3mm threaded lcp drill guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation selection: investigation site: cq zuchwil. Selected flow: 5. Broken. Visual investigation: a piece at the grooved conical tip of the lcp drill sleeve 5 f/drill bit ø4.3 is broken off. The broken off portion were not returned for investigation. Dimensional inspection: the sleeve outside diameter and the bore inside diameter were measured with caliper and found to meet the specifications / all listed specifications are from design drawing: target dimension of outside diameter 7.30 +/- 0.10 mm. Actual dimension of outside diameter 7.30 mm / pass. Target dimension of bore diameter 4.50 +/- 0.05 mm. Actual dimension of bore diameter 4.49 mm / pass. Document/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no document/specification review is required per selected investigation flow broken in w-m-s080 appendix a. Hardness review: the manufacturing documents were reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. The used material was stainless steel 440b / 1.4112 / iso7153-1 as required. The hardness was measured between 640 hv10 - 655 hv10 within the specification of 595 +80 hv10 as per referenced drawing. Conclusion: the received condition agree with the complaint description and the complaint therefore is confirmed. No manufacturing related issues that would have contributed to this complaint were found. The exact root cause of this event cannot be determined but the most probable reason is mechanical overloading. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.